Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on the cobas integra 400 plus. At 02:30 am the initial bilt3 result was 11.61 mg/dl. At 04:21 am the bilt3 repeat result was 5.81 mg/dl and was reported outside of the laboratory. The secondary tube was used for both the initial and repeat testing. There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The bilt3 reagent lot number was 24826101. The expiration date was not provided. The customer performed a daily probe wash.

Manufacturer narrative:
The provided qc data and alarm trace data was within the customer's expectations. The investigation was unable to find a definitive root cause.